Manufacturer narrative:
(B)(4). The proximal gear was examined under sem higher magnification and all the teeth had low to normal level of sintering and bonding. There were no green state cracks detected in any of the fractures. This type of damage to the gear teeth is likely associated when large amount of tissue are attempted to be cut and excessive force is use in closing the jaw. The broken gears were the result of overload. There was no green state crack observed on any of the teeth.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the jaws closed. During mechanical testing the jaws would not open and as a result, no functional testing could be performed. The device was disassembled and the proximal gear was missing three teeth, only one of the three gear teeth were returned with the device. The damaged of the proximal gear prevented the jaws from opening and closing. No conclusion could be made as to how the instruments internal gears were damaged.

Event description:
It was reported that during a cystectomy procedure, no function (no information about error code on display). No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.